Manufacturer narrative:
(B)(4). Device evaluated by MFR.: unit returned in a generic plastic bag. The unit returned has distal tip damaged and wire kinked, as part of overall visual revision. The device has different kinked sections along all the body, they are located approximately at 195 cm, 299,5 cm and 244 cm from the proximal end. The coil is elongated (stretched) and it is broken approximately at 243,1 cm from the proximal end. The other section of the coil was not returned. Overall length and outer diameter (od) of distal tip could not be performed due to device condition (coil broken and elongated). Od of the middle of the device and the proximal section is within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 08-feb-2018. It was reported that guide wire removal difficulties were encountered and tip stretched occurred. The target lesion was located in the biliary tract. A xch/035/260 (bx/5) amplatz super stiff¿ guide wire was advanced to cross the lesion. However, upon withdrawal, the device was stuck in the sheath. The device was then removed together with the sheath. After it was removed outside the patient's body, the guide wire still could not be removed from the sheath. The physician decided to cut the outer sheath and when the it was cut, it was observed that the tip of the guide wire was stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed coil wire detached/separated.